Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not reported. CT scans were taken to plan for a possible revision.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
Correction: h6 clinical code, health impact code, device code. The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the talar component shows clear radiolucence and large cavities adjacent to the component as clear sign of loosening. There is an anterior condensation zone and some subsidence must be assumed here as well. Infection cannot be assessed via CT scan only. There is no information given, that an infection is present in this case. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not reported. CT scans were taken to plan for a possible revision.